Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator shut down. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.

Manufacturer narrative:
(B)(4). The ventilator was evaluated by a non-medtronic service provider and it was reported that the stabilizer was reconnected. The ventilator passed performance verification tests, short self tests, and extended self tests.

Event description:
The event occurred during setup.